Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the atrial lead exhibited noise episodes. The lead was capped and replaced on (B)(6) 2025. The patient was stable in condition.